Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the rust and damage were due to the storage process of the device. Additionally, the exposed metal and scratch on top of the cover was determined to be due to user handling.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that the cable from the control board to the main board was damaged and the label of the front panel was also damaged. Additionally, there were heavy scratches on the top cover and the connection pins were corroded. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset high flow insufflation unit to the service center. During a standard inspection of a customer returned asset, the electrical connector connected to the main board was damaged. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.